Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced infection was reported under medwatch report # **** please enter in from complaint # (B)(4)**** (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that routine lab revealed that the patient¿s lactate dehydrogenase (ldh) was 599 u/l, haptoglobin (hp) is below 10 with a plasma free hemoglobin (hgb) at 0.10. Their urine analysis tested positive for blood and their current inr was 1.8. The patient was put on heparin therapy and a ramp echocardiogram was performed which came back suspicious for pump thrombus. There were no reported power spikes or changes in vad numbers. No log files obtained. Additional information reported that the patient has been listed for transplant in (B)(6). The patient has moved to (B)(6), and has transferred care over to the (B)(6) hospital vad/ transplant team. The patient is still on antibiotics with a wound vac, and last inr taken on (B)(6) 2017 was 2.8. Patient does not have a history of coagulopathy. No additional information provided.